Event description:
Patient had an arteriovenous malformation (avm) embolization performed in interventional radiology. During the procedure the distal end of a micro-catheter was fractured while using onyx liquid embolic agent.